Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg moved in the pocket causing difficulty charging. The charging difficulty was due to ipg depth. The patient underwent pocket revision and the patient was doing well postoperatively.